Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was weak, tired, nauseous, and shaky. The patient¿s cgm was reading ¿sensor failed¿. It was not specified how long the sensor had been in a sensor failed state. Therefore, the patient did a bg meter reading, which was over 500 mg/dl. The patient was wearing a betabioniocs ilet insulin pump. Emergency medical services (ems) was called and when they arrived the patient¿s bg meter reading was 600 mg/dl. The patient was treated with an IV insulin drip. He was discharged on (B)(6) 2025. The patient was ¿stable and fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.